Event description:
It was reported that the device delivered inappropriate antitachycardia pacing (atp) for supraventricular tachycardia during an in clinic follow-up. There is no known malfunction alleged against the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.